Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue but did observe event codes related to a potential issue of the device to deliver energy. The event code was cleared from the memory of the device and thereafter did not return. The investigation also noted the device had been powered up for 14 hours and the memory was overloaded. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issues could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device turned off during patient care and could not be turned back on until the following day. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.